Manufacturer narrative:
It was reported that product is not available to be returned; therefore, no physical or visual analysis of the product can be performed. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As noted in the warnings portion of the device instructions for use, "attention should be paid to guidewire movement in the vessel. Before a wire is moved or torqued, the tip movement should be examined under fluoroscopy. Do not torque a wire without observing corresponding movement of the tip. Always advance or withdraw a wire slowly. Never push, auger, or withdraw a guidewire which meets resistance or the guidewire may perforate the vessel if forced against resistance. Resistance may be felt tactilely or noted by tip buckling under fluoroscopy." At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appears that clinical and/or procedural factors have contributed to the event as reported. If any further relevant information is received, a follow up medwatch report will be submitted.

Event description:
Event description: per email, it was reported that: a product complaint on a guidewire that sheered off using a cordis outback re-entry device. The entry device failed and upon inspection it was not operating properly. With needle of the outback deployed, the radiopaque portion of the wire embolized in soft tissue and believed to be outside of the occluded highly calcified vessel. The procedure was stopped and they will plan to perform bypass surgery. Sr was not sure if they plan to remove the wire fragment at that time. Additional information received on (B)(6) 2021 reported that there are no plans to remove the wire fragment from the patient. No patient complications or injury reported. Product is not available to be returned.